Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was hospitalized due to shock therapy received. Eight shocks were delivered with non-conversion. Device check revealed all measurements were within normal limits. Non-invasive programmed stimulation (nips) was performed at which the device successfully converted the patient at maximum output. The patient was scheduled to have ventricular ablation and device replacement. Additional information was received that during the scheduled device replacement, the physician's were unable to induce ventricular tachycardia (vt), but could induce atrial flutter or supraventricular tachycardia (svt). Due to these reasons, the physician's agreed that the eight shocks received were likely due to svt and were not appropriate. Device replacement was still performed electively. The device no longer remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Information was received that the device is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.